Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on november 17, 2020. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: migration/ptosis. (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a 500cc mentor memorygel breast implant experienced right sided baker grade IV capsular contracture post procedure. This was accompanied by asymmetric appearance, the breast being hard, and the breast being raised. Additionally, a bilateral waterfall deformity (ptosis) and left sided implant inferior displacement was present. As result, bilateral prosthesis replacement with 595cc mentor memorygel breast implants was performed. The right sided capsular contracture was reported initially under 1645337-2020-09421 on (B)(6) 2020. On september 22, 2020 mentor received additional information and initial awareness of any left sided issues. This report relates to the left prosthesis.